Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6)-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r-wave (ffrw) oversensing seen on the right atrial (ra) lead within the device atrial blanking timing period. The lead remains in use. No patient complications have been reported as a result of this event.